Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing from reduced amplitude r-waves. The s-ICD sensing vector was reprogrammed from secondary to primary. A few months later smartpass had automatically disabled due to low r-wave amplitudes and undersensing was observed. Technical services (ts) was consulted and discussed programming considerations. Smartpass was left programmed off. Several years later the patient had an inappropriate untreated episode due to undersensing of r-waves and t-wave oversensing. Ts was again consulted and discussed further troubleshooting options including assessing all sensing vectors and noted other programming considerations. Additional information was received that the patient experienced additional inappropriate therapy and subsequently underwent a revision procedure. During the procedure the electrode was repositioned to the right sternum and then re-tunneled four different locations all with low r-wave amplitude. The electrode was then explanted and replaced without change in r-wave amplitude size. The s-ICD position was then revised more posterior which did not change the low r-wave amplitude measurements. The physician opted to leave the s-ICD in the newly revised posterior position and the new electrode in the right sternal position. The s-ICD was initially programmed with two times gain which did not oversensed any noise with provocation maneuvers. The patient was asked to follow up in eight weeks. During the follow up visit any movement which stretched the left arm across the body produced a lot of noise that was correctly marked by the device. The s-ICD was reprogrammed to one time gain in primary sensing vector. An exercise electrocardiogram was performed where occasional oversensing of the sinus rhythm was observed, but no noise was seen. Occasional double counting was also noted, but approximately half were correctly identified. The conditional zone was also reprogrammed and smartpass was activated. It was further noted that during the first interrogation, telemetry was lost with the programmer. No issues due to loss of telemetry were reported. Technical services (ts) was consulted to review the information. Upon review, ts noted that the s-ICD was reprogrammed to 230 bpm and the treated episodes were at 230 and 250 bpm respectively. Ts noted that the current programming could leave the patient at risk for future inappropriate shocks. Ts discussed that the main reason for the previous oversensing was reduced r-waves in combination with a moving baseline. Ts discussed further programming considerations. The s-ICD remains in service with the new electrode and no adverse effects were reported.